Manufacturer narrative:
The product was not returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kind was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
Customer reported experiencing high bg's (268-373mg/dl) while wearing the pod. Customer reported that "she noticed pod was leaking insulin" and that the adhesive was saturated with insulin. Customer reported that the cannula was kinked however the pod did not initiate an alarm. Product will be returned for evaluation.

Manufacturer narrative:
Evaluation results reviewed - no evidence of any malfunction or product condition that could have caused or contributed to elevated bg levels. Investigation results of the returned pod showed that there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a properly functioning pod. The investigation results show that the pod functioned as intended and was fully capable of delivering all of the programmed doses of insulin. No problems were found.